Event description:
Pt had "cronin type" silicone implants placed 30 years ago. Developed complications including hard, painful, tender, distorted breasts. Underwent right open capsulotomy and exchange of implant, and left open capsulectomy with removal of implant on 4/18/95. Post-op diagnosis was severe capsular contraction, right; ruptured implant, left.